Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead screw came out itself during lead implant procedure. Lead was not used and was replaced. Patient's condition was fine prior and during the implant. Post implant patient was stable and recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.